Event description:
On (B)(6) 2013, it was reported that the patient's husband woke up in the night and noticed his wife was sweaty and unresponsive. The infusion device was under her body and making a noise that her husband could not identify. He removed the infusion device from her body and injected her with glucagon. The patient's blood glucose level was low. The patient regained consciousness. The following day, the patient went to resume use of the infusion device, but the display was blank and the device only made an acoustic alert. The battery was changed, but the display remained blank. The infusion device was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications.